Event description:
An endurant stent graft system was implanted for the endovascular treatment if a 5.8 cm fusiform aneurysm; infrarenal angle of 20 degrees. Aortic neck was 29 mm in diameter and 23 mm long. Iliacs were moderately tortuous with some stenosis. There was also a right iliac aneurysm 72 mm long x 20 mm in diameter. It was reported that the patient expired. The cause of death is unknown.

Event description:
Additional information was received. The investigator assessed the death was not procedure related. The device relationship was not provided.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received stating that upon arrival at hospital, the patient was in ventricular fibrillation. The patient was defibrillated, epinephrine and CPR was given however the patient expired.

Manufacturer narrative:
(B)(4).